Manufacturer narrative:
Field service engineer confirmed reported issue. Found wires shorted, replaced. Replaced console panel and umbilical cable. System booted up, tested and found fully operational.

Event description:
Control panel went blank. Patient on the table, under anesthesia. Lithotripsy cancelled but doctor performed ureteroscopy with laser.